Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 2 months 18 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), pelvic pain ("pelvic pain"), abdominal pain lower ("abdominal cramping"), hypersensitivity ("allergic reaction") and menorrhagia ("abnormally heavy menstrual bleeding"). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, abdominal pain, pelvic pain, abdominal pain lower, hypersensitivity and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: since her removal surgery, almost all of patient' s symptoms have resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.